Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set filter leaked. The following information was provided by the initial reporter: filter leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 27-dec-2023. H6: investigation summary: one sample was received and tested by our quality team. The set was infused with saline and the leak at the filter air vent was immediately noticed. This verified the customer's complaint. The filter and set were then sent to the filter supplier for further testing. The supplier noticed the leak and proceeded to wash the filter with distilled water and dried it. After filter was washed the set was again tested but only regained near optimal function. This investigation could not find a root cause of the leak but possible root causes include drugs exposed to during use eroding the hydrophobic air vent coating during use. The filter lot was also checked for quality alerts and capas and there were no issues during production. A device history record review for model 11532269 lot number 22076009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set filter leaked. The following information was provided by the initial reporter: filter leaking.